Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. Brand name: unknown / not provided. Catalog and lot number: unknown / not provided. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device not returned.

Event description:
It was reported that the crown/screw loosened at an unknown tooth location and was replaced.